Event description:
It was reported that the device was in hardware reset with no hv support available. The patient reported receiving several shocks earlier. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.